Event description:
A surgeon reported that a memory lens implanted in a pt's left eye in 2000 was diagnosed as having opacified. Visual acuity reported as 20/30 in 2003 visit. No further info is available at this time.